Event description:
During routine preventive maintenance on july 23, 2019, an imris service engineer observed a hydraulic fluid leak from a flow control valve in the ort300 operating room table. There was no patient involvement.

Manufacturer narrative:
The flow control valve was removed from the ort300 table hydraulic system and replaced. The root cause of the valve leak appeared to be a failed seal in the valve.the table was inspected and tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.